Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt did not experience relief of her symptoms for the past 5 days. It was noted that there was a lot of blood at the wound site (under the bandage) during that weekend. The pt visited her physician on (B)(6), 2011 and had surgery on (B)(6), 2011 to fix the device problem. She was no longer having problems with her device system.